Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "has had lumps, rashes, and pain". Patient had a mammogram and ultrasound and implant was ruptured. The device remains implanted. This record relates to the left side.

Event description:
Patient reported "has had lumps, rashes, and pain". Patient had a mammogram and ultrasound and implant was ruptured. Additional events of fibromyalgia, osteoarthritis, depression, anxiety and pcos which are not device related. Device has been explanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.device evaluation:visual analysis of the photographs identified: -rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.-pain: unable to observe as it is a medical event that is not related to the device.-anxiety¿product/procedure: unable to observe as it is a medical event that is not related to the device.-skin rash/dermatitis: unable to observe as it is a medical event that is not related to the device.-pain: unable to observe as it is a medical event that is not related to the device.-lump/nodule-ndr: not applicable as the event is not related to the device. -fibromyalgia-ndr: not applicable as the event is not related to the device.-arthritis-ndr: not applicable as the event is not related to the device.-depression-ndr: not applicable as the event is not related to the device.-other-medical-ndr: not applicable as the event is not related to the device.it is not possible to determine the lot number or catalog through the photos provided.additional, changed, and/or corrected data: b5, b6, b7, g1, h6.